Manufacturer narrative:
Unit received with a broken off retainer ring, cracked reservoir tube, severely scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir compartment was completely broken off and was not sure how damage occurred. Customer's blood glucose was 7.4 mmol/l. Insulin pump would be replaced.